Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The image files were returned from the field and reviewed. One image showed temperature graph on a cryo-console screen reaching -90 degrees celsius on application 4 of 11 earlier in the ablation. One image showed temperature graph on a cryo-console screen below -60 degrees celsius on application 4 of 11 earlier in the ablation. One image showed temperature graph on a cryo-console screen below -60 degrees celsius on application 6 of 6 earlier in the ablation. One image showed video graphics array (vga) to digital visual interface (dvi) adapter. One image showed vga-to-dvi converter and one video was returned and showed contrast product injection under fluoroscopy. In conclusion, the temperature dropping faster than expected was confirmed via data analysis, the product has yet to be returned for physical product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoballoon ablation procedure, the procedure progressed as expected on the left veins and then issues were observed when treating the right inferior pulmonary vein (ripv). Under fluoroscopy, the inflated balloon was reportedly not visible, and an abnormal pressure-curve morphology was observed during ripv occlusion and inflation, although the pressure curve was said to confirm occlusion and balloon inflation. A rapid time-to-isolation of under 30 seconds was reported, and during ablation the temperature reportedly dropped to -70°c and then to -90°c, which prompted an emergency stop. The physician checked the patient, whowas under local anesthesia and initially did not respond because the patient had fallen asleep. The electrical cable was checked and appeared fine. The balloon catheter was then tested outside the patient in hot water and reportedly worked well. Due to the lack of balloon visibility under fluoroscopy and the unusual curve morphology, a second balloon catheter was used to return to the ripv. With the second balloon, error messages stating ¿outside of the patient¿ and ¿pressure between inner and outside balloon compromised¿ were displayed. It was noted that the errors were due to the "system was tricked by the balloon switch" and the procedure proceeded. Balloon again reportedly did not appear under fluoroscopy while the pressure curve was said to confirm occlusion. A similar issue was then observed earlier in the cryoablation phase, with a rapid temperature drop to -60°c. The right superior pulmonary vein (rspv) was then treated to further assess the issue. It was noted that a new display setup had been used with an active vga-to-dvi converter powered via a usb connection to the back of the cryoconsole, and the video/report display had shown low luminosity and then disappeared. The usb-powered converter was disconnected, after which the rspv temperature reportedly appeared normal. During rspv treat ment, partial phrenic nerve paralysis with shorter amplitude was observed and an emergency stop was performed at 120 seconds. The procedure was reported as completed, and subsequent treatment of the ripv and an additional 120 seconds on the rspv were reported to have proceeded without issue. No patient symptoms or complications, injury, or hospitalization were reported as a result of the event.